Manufacturer narrative:
It was noted that the facility no longer had involved complained and concomitant screws available for returned. The only device that was returned was the concomitant plate. A product investigation was completed: the complaint condition is unconfirmed as the alleged screw was not returned for the investigation. Additionally, no pictures or x-rays were provided to either confirm the complaint or complete further investigation. Pediatric lcp hip plate (p/n: 02.108.331, lot number: unknown) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection under 5x magnification, minor deformation of the thread in the upper right screw-hole (proximal part of the plate) was observed. The wear is consistent with the implantation, patient use and explanation of the device. There is no evidence that this device contributed to the complaint condition. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Date of screw back out is unknown. This report is for one (1) unknown locking screw. Part and lot number is unknown. Without the valid part and lot number, the UDI is not available. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Therapy date is unknown. Code (510k): unknown, as specific part and lot numbers for locking screw is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on unknown date for treatment of rotational hip correction with a pediatric osteotomy to the patient femur bone. Patient was implanted with one (1) pediatric locking compression plate (lcp) hip plate and unknown quantity and type of screws. On an unknown date post-operatively, it was observed thru x-ray the patient presented with one (1) backed out screw and a non-union. On an unknown date, surgeon removed all implants and revised the patient to a locking angled blade plate with screws. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Concomitant devices reported: pediatric locking compression plate (lcp) hip plate (part # unknown, lot # unknown, quantity 1) screws (part # unknown, lot # unknown, quantity unknown) this report is for one (1) unknown locking screw. This is report 1 of 1 for complaint com-(B)(4).